Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On may 2, 2023, distributor provided the following additional information: pump was plugged into a power source using a tandem provided usb cable. Pump fully charged and turned on.